Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: leak in presssure sensor assembly. Correction: replace the pressure sensor assembly.

Event description:
The following was reported to hamilton medical ag: summary: during service software : pressure sensor assembly test fails.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: leak in pressure sensor assembly. Correction: replace the pressure sensor assembly. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: the incident described in (B)(4) has been submitted under 3001421318-2023-03962 to FDA. The initial report with the FDA reference 3001421318-2023-03989 was an accidental subsequent resubmission of (B)(4) / 3001421318-2023-03962 and should be disregarded. Updated fields: b4, g6, h2, h11.

Event description:
The following was reported to hamilton medical ag: summary: during service software: pressure sensor assembly test fails.